Event description:
It was reported that the patient was connected to therapy during priming of peritoneal dialysis therapy. The patient was at the end of therapy and lost power to the device ending therapy on the homechoice device. The homechoice powered back on to display "press go to start". The patient was then connected to therapy during priming. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to therapy during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.